Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 18-sep-2017. The most recent information was received on 24-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("micro-insert had migrated out of her fallopian tube and down into her uterine cavity / one coil has migrated into uterine cavity/ right fallopian tube up to uterine cavity"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. A64635) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chronic sinusitis and irregular menstrual cycle. Concurrent conditions included body mass index normal and headache. Concomitant products included alprazolam, bupropion, cilest (sprintec), escitalopram, eugynon (low-ogestrel), gabapentin, hydroxyzine, ibuprofen, medroxyprogesterone acetate (depo-provera), meloxicam, normensal (necon) and prednisone. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced back pain ("lower back pain / lower back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), menorrhagia (seriousness criterion medically significant), weight increased ("weight gain"), weight decreased ("weight loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/ pain"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue/ fatigue "). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), depression ("depression") and anxiety ("worsening of her anxiety"). The patient was treated with surgery (undergo a partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menorrhagia, pelvic pain, abdominal pain lower, back pain, uterine pain, menstrual disorder, depression, anxiety, fatigue, weight increased and weight decreased had not resolved, the genital haemorrhage and vaginal haemorrhage had resolved and the bacterial vaginosis and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, bacterial vaginosis, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, patient had surgery due to her uterus and both fallopian tubes will all be removed. Hospitalization, disability/ permanent damage is listed in the section event outcome, however,in the event description is no performed hospitalization, disability/ permanent damage referring to an event described. The uterus was opened bilaterally and showed the coil coming in to the endometrial cavity on the left but the one right had multiple coils and extended probably around 1 cm into the abdominal cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2017, patient performed transvaginal ultrasound, the results of her ultrasound revealed that the right essure micro-insert had migrated out of her fallopian tube, and down into her uterine cavity. Current weight was 145 lbs. On (B)(6) 2017, final pathologic diagnosis revealed proliferative phase endometrium with focal tubal metaplasia and rare scattered plasma cells within endometrial, stroma, suggestive of mild chronic endometritis, myometrium with no evidence of leiomyomata or adenomyosis, anterior lower uterine segment with focal scarring fibrosis, consistent with history of caesarian section(s), cervix with focal mild chronic inflammation and reactive changes right fallopian tube with proximal focus of mild chronic inflammation, pigment-laden macrophages, and focal, fibrosis, left fallopian tube with focal multinucleated giant cell reaction and associated foreign material (consistent with suture material). Post operative diagnosis included that there was suspected displacement of essure coil. With essure coil approximately 1 cm in to the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, menorrhagia and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received "outcome of event abnormal , heavy bleeding" was updated as resolved. Concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5072690) on (B)(6)2017. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("micro-insert had migrated out of her fallopian tube and down into her uterine cavity / one coil has migrated into uterine cavity/ right fallopian tube up to uterine cavity"), the second episode of menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. A64635) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On(B)(6)2013 , the patient had essure inserted. On the same day, the patient experienced back pain ("lower back pain / lower back pain"), the first episode of menorrhagia ("prolonged menstruation / / heavy and abnormal menstrual cycle") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2014 , the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), the second episode of menorrhagia (seriousness criterion medically significant), weight increased ("weight gain"), weight decreased ("weight loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2015 , the patient experienced pelvic pain ("severe pelvic pain/ pain"). On (B)(6)2015 , the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6)2015 , the patient experienced fatigue ("chronic fatigue/ fatigue "). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), depression ("depression"), anxiety ("worsening of her anxiety") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). The patient was treated with surgery (undergo a partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017 . At the time of the report, the device expulsion, the last episode of menorrhagia, pelvic pain, abdominal pain lower, back pain, uterine pain, menstrual disorder, depression, anxiety, fatigue, weight increased and weight decreased had not resolved and the genital haemorrhage, vaginal haemorrhage, bacterial vaginosis and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, bacterial vaginosis, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menstrual disorder, pelvic pain, uterine pain, vaginal haemorrhage, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: on (B)(6)2017 , patient had surgery due to her uterus and both fallopian tubes will all be removed. Hospitalization, disability/ permanent damage is listed in the section event outcome, however,in the event description is no performed hospitalization, disability/ permanent damage referring to an event described. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6)2013 : confirming full occlusion fallopian tube on (B)(6)2017 , patient performed transvaginal ultrasound, the results of her ultrasound revealed that the right essure micro-insert had migrated out of her fallopian tube, and down into her uterine cavity. Current weight was 145 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018 : reporters added and updated patient demographics. Concomitant disease was added. Updated suspect drug indication. Added events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, dysmenorrhea (cramping). Updated events, outcome and onset date. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5072690) on 18-sep-2017. The most recent information was received on 23-oct-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("micro-insert had migrated out of her fallopian tube and down into her uterine cavity / one coil has migrated into uterine cavity") and genital haemorrhage ("abnormally heavy menstrual bleeding") in a female patient who had essure (batch no. A64635) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), back pain ("lower back pain / back pain") and menorrhagia ("prolonged menstruation / / heavy and abnormal menstrual cycle"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), depression ("depression"), anxiety ("worsening of her anxiety"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), depression ("depression"), anxiety ("worsening of her anxiety"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (undergo a partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain lower, back pain, uterine pain, menorrhagia, menstrual disorder, depression, anxiety, fatigue, weight increased and weight decreased had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, device expulsion, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine pain, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, patient had surgery due to her uterus and both fallopian tubes will all be removed. Hospitalization, disability/ permanent damage is listed in the section event outcome, however,in the event description is no performed hospitalization, disability/ permanent damage referring to an event described. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion fallopian tube on (B)(6) 2017, patient performed transvaginal ultrasound, the results of her ultrasound revealed that the right essure micro-insert had migrated out of her fallopian tube, and down into her uterine cavity. Most recent follow-up information incorporated above includes: on 23-oct-2017: lot number was added. Reporter regulatory authority was added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5072690) on 18-sep-2017. The most recent information was received on 23-oct-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("micro-insert had migrated out of her fallopian tube and down into her uterine cavity / one coil has migrated into uterine cavity") and the second episode of menorrhagia ("abnormally heavy menstrual bleeding") in a female patient who had essure (batch no. A64635) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), back pain ("lower back pain / back pain") and the first episode of menorrhagia ("prolonged menstruation / / heavy and abnormal menstrual cycle"). On an unknown date, the patient experienced the second episode of menorrhagia (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), depression ("depression"), anxiety ("worsening of her anxiety"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced the second episode of menorrhagia (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), depression ("depression"), anxiety ("worsening of her anxiety"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (undergo a partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, the last episode of menorrhagia, pelvic pain, abdominal pain lower, back pain, uterine pain, menstrual disorder, depression, anxiety, fatigue, weight increased and weight decreased had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, device expulsion, fatigue, menstrual disorder, pelvic pain, uterine pain, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: on (B)(6) 2017, patient had surgery due to her uterus and both fallopian tubes will all be removed. Hospitalization, disability/ permanent damage is listed in the section event outcome, however,in the event description is no performed hospitalization, disability/ permanent damage referring to an event described. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion fallopian tube on (B)(6) 2017, patient performed transvaginal ultrasound, the results of her ultrasound revealed that the right essure micro-insert had migrated out of her fallopian tube, and down into her uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2017: significant case correction: quality safety evaluation of ptc updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("micro-insert had migrated out of her fallopian tube and down into her uterine cavity.") And genital haemorrhage ("bnormally heavy menstrual bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), back pain ("lower back"), uterine pain ("uterine pain"), menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), depression ("depression"), anxiety ("worsening of her anxiety"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (undergo a partial ysterectomy and bilateral salpingectomy, during which her uterus and both fallopia). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain lower, back pain, uterine pain, menorrhagia, menstrual disorder, depression, anxiety, fatigue, weight increased and weight decreased had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, device expulsion, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine pain, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, patient had surgery due to her uterus and both fallopian tubes will all be emoved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2013: confirming full occlusion fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.